Event description:
It was reported that the customer had unexplained low blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the insulin pump was malfunctioning. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.